Event description:
On (B)(6) 2025, the patient reported blood glucose (bg) of 389 mg/dl (pump and fingerstick). The agent advised ilet insulin delivery should bring levels down (had already dropped from 400 mg/dl) and scheduled a follow-up. The patient was out of bg range for 90+ minutes. On (B)(6) 2025, follow-up call made, no answer, voicemail left. (B)(6) 2025, the patient reported bg came back into range the next day. No further concerns: will call back if needed. No symptoms experienced by the patient during event and no medical intervention required.